Event description:
It was reported that the 9900 system had lines in the images during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The video adapter was replaced during the service call. The system was tested and found to be working as intended and put back into service.